Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection was performed for the entire conductor length using destructive testing. No fracture was observed. Concomitant products: 5594, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had thresholds that were rising and high. There was also rising impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.